Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device was being electively explanted for normal battery depletion. It was reported that there had been known noise issues on both channels in the past. A review of the device data noted 173 events in last three weeks from noise and patient is rarely paced. Prior to the changeout, the noise could not be reproduced with pocket manipulation. Visual inspection of the device upon removal from the body noted the header was separated from the can. A replacement device was implanted without further incident. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose from the device case. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case. This product issue will be re-evaluated if addtional details are received.